Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported high power event was confirmed via log file analysis, which revealed several increases in power consumption to parameters above normal operating range starting on (B)(6) 2021 and 40 high watts alarms logged since (B)(6) 2020. Additionally, 5 low flow alarms were logged on (B)(6) 2020. Information received from the site indicated that, in addition to the pump's high power consumption, the patient experienced hemolysis with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb); device thrombus was suspected and the vad was explanted. Failure analysis of the returned vad revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the vad has experienced and is generally not evidence of a vad induced problem. Internal pathological report revealed evidence of thrombus within the device. As a result, the reported thrombus event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or incorrect setting of the alarm threshold. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced hemolysis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hemolysis with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb). The ventricular assist device (vad) exhibited high power and flows, and thrombosis was suspected. It was further reported that the patient's anticoagulation was controlled at the time of the event. The vad was explanted and the patient underwent a heart transplant. No further patient complications have been reported as a result of this event.